Event description:
It was reported that during a stenting treatment a shaft fracture occurred. Patient presented with an st-segment elevation myocardial infarction. Upon introducing the 8mm x 3.5mm quantum maverick balloon catheter into the patient the shaft fractured. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).